Event description:
On (B)(6) 2008, the patient underwent treatment of a 5.6 cm abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. In 2010 (date unknown), follow up imaging showed the aneurysm had decreased in size from 5.6 to 4.8 cm. It was reported the patient was then lost to follow up. On (B)(6) 2014, the patient presented to the hospital with abdominal pain. It was reported that follow up imaging identified distal migration of the trunk-ipsilateral leg component (17 mm), which reportedly resulted in a proximal type I endoleak and aneurysm enlargement to 7.5 cm. It was reported the cause of the migration is unknown. The same day, an additional procedure was performed whereby two aortic extender components were implanted for proximal extension on the trunk. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. On an unknown date while the patient was in recovery from the (B)(6) 2014 procedure, the patient¿s popliteal aneurysm thrombosed. It was reported his family elected to withdraw care, and the patient expired on (B)(6) 2014 due to the thrombosed popliteal aneurysm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root causes of the migration and thrombosis is unknown.